Event description:
It was reported that during a follow up in clinic, high right ventricular pacing impedance was noted on the device. Provocative testing was performed and the impedance increase was unable to be reproduced. The physician suspected the high pacing impedance was due to loose set screw resulting in a loose connection between the header and the lead. A revision procedure was performed and the right ventricular lead was disconnected from the header and reconnected to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.